Event description:
It was reported that customer experienced a pump malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was later found to start, charge, and connect to computer with no error history available. The customer reverted to an alternate method of insulin therapy.